Event description:
It was reported that 2 days post a da vinci prostatectomy procedure, during the patient's hospital recovery, it was discovered that the patient had a bowel injury. The patient underwent a surgical procedure for repair of the bowel defect; however, the patient expired. According to the intuitive surgical, inc. (Isi) clinical sales representative (csr) who reported this complaint, she was not present during the surgical procedure and that she was made aware of the reported incident by the site's general surgeon. She was unable to provide any other information regarding the reported event.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause of the bowel injury and subsequent demise of the patient. Isi has contacted the hospital's risk management department to gather additional information regarding the reported event; however, as of the date of this report no response has been received. If additional information is received a follow up medwatch report will be submitted to the FDA. No previous complaint was reported relating to this event. Isi's review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the injury sustained by the patient. This complaint is being reported due to the following conclusion: during a da vinci prostatectomy procedure, the patient sustained a bowel injury and the patient subsequently expired. There was no allegation that a malfunction of the da vinci system, instruments and/or accessory occurred during the surgical procedure.